Event description:
During a bowel resection procedure, the device staples did not fire when the devices firing lever was activate. The surgeon dissected the bowel thinking that the staples had been deployed. The surgeon then had to suture the bowel adding more time to the procedure. There were no adverse consequences to the pt.